Event description:
It was reported that this implantable lead was an attempted implant due to out of range shock impedance measurements greater than 200 ohms. No adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.